Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. A 2.75 x 16 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noted that the stent was lifted. The procedure was completed with a non-bsc device. There were no patient complications reported.